Event description:
The affiliate alleged the customer reported that four employees experienced symptoms after exposure to cidex opa. The first of the four employees experienced eye irritation, respiratory reaction, brown secretion and pharynx irritation. The customer did wear personal protective equipment (ppe). The room was not well ventilated and the air exchange was not measured. The customer sought medical attention but was not prescribed medication. The affiliate stated that the employee's symptoms have resolved.

Manufacturer narrative:
Reference mdrs: 2084725-2009-00106, 2084725-2009-00107, and 2084725-2009-00105.